Manufacturer narrative:
Evaluated 1 open one used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no occluded, no leakage and did not continue dripping insulin after test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose level. The customer¿s blood glucose levels were 50s mg/dl and 140 mg/dl, 100 mg/dl, 140-170 mg/dl and below 100 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. They reported that they treated low blood glucose level with food and glucose tablets. They did not mention any symptom related to low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. They reported that the insulin pump was active on auto mode at the time of the incident. They alleged the insulin pump for over delivery as the insulin pump was in auto mode and it was still blasting insulin even thought they were at 100 mg/dl. They reported that the insulin pump passed the displacement test. The insulin pump will be returned for analysis.